Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, an electric spark was observed when using a cook® single-use holmium laser fiber. The procedure was completed using another laser fiber. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. A review of the device history record (DHR) for the reported lot shows no relevant non-conformances related to the reported failure mode. A search of complaint records for the reported lot number revealed there is one other related complaint associated with the same lot number. However, due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device a issue within the entire lot. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following to the user related to the reported failure mode: precautions for several different factors affecting the life of any fiber, including: improper handling. Never subject fiber optics to sharp bends in handling, use, or storage. Extended lasing at high power, discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. Instructions for use: "open any laser aperture cover or door and insert the proximal connector into the laser system; screw on finger-tight". Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. No device has been returned to cook inc. Facility for technical evaluation so the nature of failure is unknown. Based on available information investigation conclusion cannot be determined. The complaint confirmed based on customer testimony. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, an electric spark was observed when using a cook® single-use holmium laser fiber. The procedure was completed using another laser fiber. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.